Event description:
The distributor claimed that the customer reported that "a button fell inside the laparotomic opening of the patient and the surgeon took some minutes to find and take off the button."